Manufacturer narrative:
B5: additional information received stating device overheated within a minute of use, when running at 30000rpm in forward mode and no irrigation was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, indigo attachment was heating and had tools stuck issue. There was no patient involvement. Additional information received stating device overheated within a minute of use, when running at 30000rpm in forward mode and no ir rigation was used.

Manufacturer narrative:
H3: product analysis found that not able to lock tool in attachment, as lock twist found jammed. Not able to insert the tool into the attachment. Bearings are broken and corroded. Output drive shaft assembly found corroded. Pre-repair temperature test could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, indigo attachment was heating and had tools stuck issue. There was no patient involvement.